Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that it was unknown what caused the eos and eri. The issue was not resolved and no interventions have been taken at this time. Information has been confirmed with physician/ account. No patient symptoms or complications were reported in this event. Additional information was received from the manufacturing representative (rep).it was reported that the information from the clinician programmer shows that there were no overdischarge events. The ins charging details show normal activity, the ins is being charged regularly and it is not being charged from a very low level (typically charging starts somewhere between 25-50% charged). Most importantly the eri and eos bits have not been set and the file says that the ins has 5.2 years until it reaches eos. It was recommend if the recharger is working then the patient continue to use stimulation as she normally would and continue recharging. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that end of service (eos) was seen on the recharger. Patient stated they have multiple ins and this issue is occurring with the left ins. The rep stated that the patient claimed that when she went to recharge the ins the recharger screen displayed eos message. The patient pressed the x and restarted the charging session at which point the elective replacement indicator (eri) message was displayed. The patient bypassed that message and then she was able to start recharging session like normal and the ins was working normally. The patient sent pictures so it was clear that the message was really the eos and eri message. The rep also stated that the patient has been noticing the need to charge more frequently with the left ins. The rep stated the last appointment in (B)(6) patient had different settings on the two ins and he reviewed with the patient how settings affect the depletion rate of the ins . Since that appointment in (B)(6) patient noticed that she had to charge more frequently. No patient symptoms or complications were reported in this event.